Event description:
During remote follow up, post paced t-wave oversensing was observed. Reprogramming is anticipated to be performed at follow up. No intervention was performed at this time. The patient experienced no consequences.